Event description:
An infant was having cystoscopy with dilation procedure for possible urethral stricture. During the procedure a sensor wire was passed. It was noted by the surgeons that fragments of the wire's blue coating were in the patient's urethra. The bladder and urethra were irrigated out to ensure that fragments would be flushed out. No further fragments were seen.